Manufacturer narrative:
Pharmacovigilance comment: the suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products have been used. The serious events of bacterial infection and scar tissue were considered expected and possibly related. The non-serious events of erythema, nodule, inflammation, swelling, pain, induration, purulent discharge at implant site were considered expected and possibly related to the treatment. Potential contributory factor include injection technique and laser therapy for scar tissue. Serious criteria include the need for multiple medical intervention and potential permanent damage due to scar tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [late bacterial infection - literature article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 04-jun-2019. Netsvyetayeva et al. The impact of lifestyle upon the probability of late bacterial infection after soft-tissue filler augmentation. Infection and drug resistance. 2019:12; 855-863. Netsvyetayeva et al. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance. 2019:12; 469-480. A (B)(6) female patient received treatment with total 1 ml of unspecified ha filler to forehead above the left eyebrow. On an unknown date, one month later treatment, the patient developed late bacterial infection/biofilm formation with inflammatory swelling, nodules, redness, pain, induration, and the discharge of pus at forehead above the left eyebrow. The diameter of the lesion was reported as less than or equal to 1 cm. On an unknown date, the patient received extended antibiotic therapy involving several doctors over three months. The patient had been treated with the following medications among others, the patient did not remember included gentamicin 80 mg thrice a day via intramuscular route, ceftriaxone 2 gram via intravenous route. No symptom resolution was observed. The lesion was then removed with laser therapy leaving a scar tissue. No biofilm relapsed in the following 2 years after recovery.